Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. While customer was assisted with no delivery trouble shooting they found the alarmed pump error. Customer was assisted with trouble shooting the pump error, self-test passed. Customer was advised to monitor pump and call back if issues recurred.